Manufacturer narrative:
The monopolar curved scissors instrument involved with this complaint was requested to be returned for evaluation. The instrument has not yet been received for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the tip of the monopolar curved scissors broke off while inserting the scissors tip. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting tip broke off an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to tube adapter broken at the distal end. The broken piece is approximately 0.065" x 0.087" in size. The fragment was not returned along with the instrument. The complaint regarding tip broke off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.